Manufacturer narrative:
Pc-(B)(4). Batch # 477a35. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one psee60a device was returned with no apparent damage and with one gst60g reload loaded on the device. The reload was received fully fired. The manual override door was noted to be out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. The bailout system was reset and then, it was tested for functionality in the straight position with a test reload, however, did not achieve, and complete firing sequence due to the reverse button was noted to be broken. In order to verify the condition of the internal components, the device was disassembled. Upon disassembling, it was confirmed that the reverse button was found to be broken. Causing intermittency at the moment to actuate the switch to returned position. As part of our quality process, the manufacturing records of this batch number were reviewed, and the manufacturing standards were met prior to the release of this batch as part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. No conclusion could be reached as to what may have caused the reverse button to be damaged. A manufacturing record evaluation was performed for the finished psee60a with lot number v95y88, and no non-conformances were identified. Manufacturing date: 10/07/2021. Expiration date: 09/30/2024.

Event description:
It was reported that it was the first firing with green reload and once closed tried to fire the machine didn't work tried to open with reverse button didn't open and the opened the manual override then 4 strokes and the stapler was opened again. No patient consequences reported. No further information is available.